Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired, but the clip did not hold in place. It was not reported how the case was completed. There was no patient consequence.